Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site and the nozzle unit from air gas module was replaced and returned for investigation. The reported failure in the pressure transducer test during pre-use check was not reproduced during test of the returned nozzle unit in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The device logs are confirming the reported event. Since we could trace back the reported problem to september 14, the date of event was determined to be (B)(6)2018. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).